Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Analyst commented, on (B)(6) 2016, minimum atrial pacing impedance measured 218 ohms; minimum atrial impedance consistently measured in the lower range (223-234 ohms). Since (B)(6) 2016 128887 short circuit paces with 863410 successful paces.

Event description:
It was reported that during use of implantable pacing lead (ipl) a lead warning alarm triggered. Incoming information indicated the ipl had a slight variance in impedance, and insulation damage confirmed. Ipl settings were re-programmed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2015.

Event description:
It was further reported that approximately five months later, during follow up check, upon interrogation atrial lead exhibited varying impedance. The atrial lead also exhibited multiple low impedance measurements. After polarity switch, impedance was stable. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.